Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between (B)(6) 2019 - (B)(6) 2019. H10: the device was received for evaluation containing approximately 189ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown month of 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under infused during a patient infusion. This was further described as; after being connected at the hospital by the nurses, "the next morning when the patient went to change over the infuser, it was still full¿. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride to a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.